Manufacturer narrative:
Investigation summary: "material #: 368836. Lot/batch #: 1172718. Bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder blood did not flow into the tube but leaked within the holder. The following information was provided by the initial reporter. The customer stated: ¿this is a report about blood leakage with the use of eclipse. The customer reported as follows: during blood collection, blood did not flow into the tube but leaked within the holder. This occurs not regularly but occasionally."